Event description:
Per the clinical trial report, 3 ½ years after the implantation of a sapien valve in the pulmonic position the patient was diagnosed with recurrent pulmonic stenosis (mild-moderate) secondary to a pre-stent fracture and subsequent deformation of the sapien valve (compression). It was noticed that there was a small piece of the pre-stent which embolized to a distal branch of the left lung, but was not causing any symptomatology. An echocardiogram showed a competent sapien valve, with leaflets that appeared restricted in their opening, but coapting well; and there was trivial pulmonary regurgitation. An angiography demonstrated significant dynamic subpulmonic muscular obstruction, which likely developed over time, and was now obstructing the right ventricular outflow tract (rvot). It was decided to perform a set of serial pulmonary artery angioplasties to rehabilitate the rvot but after each deflation the old pre-stents were seen recoiling. It was decided to further expand the rvot by placing 4 additional stents, which in consequence also obliterated the sapien valve. The physician was able to re-valve the conduit with a 2nd sapien valve placed in a slightly lower position that the 1st one with excellent results. There was no pulmonary regurgitation observed at the end of the procedure, with a more or less circular shape and good expansion of the right side of the rvot. The patient was discharged the next day.

Manufacturer narrative:
The device is unavailable for return as it remains implanted in the patient. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause of the reported mild to moderate sapien valve stenosis more than 3 years after implant cannot be confirmed. However, per report the event was secondary to a pre-stent failure (fracture and recoiling). This caused severe compression of the sapien valve with a result of an increased gradient across the rvot. According to the information provided, the sapien valve was competent before the angioplasties and stent placements. There is no allegation or indication that the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.